Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens fractured during placement causing pain to the patient. One week later, the damaged iol was removed and replaced for another lens during a secondary procedure. Additional information was received stating the affected eye was the right eye and the impact on the patient was pain and blurred vision. The patient issue was resolved.